Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Subsequently, the pump date reset to january. Customer's blood glucose level was 200 mg/dl. Reportedly the customer corrected the date on the pump and continued to use the pump for insulin therapy.